Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead had externalized conductors confirmed via fluoroscopy during a generator change. The lead was attached to the new device. There was no adverse events to the patient.

Event description:
New information notes that high out of range, high voltage lead impedance was also observed and this triggered corvue congestion monitoring. The whole system was explanted and replaced. No further information provided.

Manufacturer narrative:
Externalized conductors due to internal insulation were noted at 6.6 to 8.6 cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. Internal insulation abrasions were noted at 8.0 to 9.2 cm from the distal tip. The etfe coating was intact at this location.